Manufacturer narrative:
Based upon the available info at the time of this filing, no definitive root cause could be determined.

Event description:
A customer reported that the probe on the ortho provue analyzer was bent and leaking. Probe drip may lead to dilution of sample / reagent, carry over and/ or cross contamination resulting in erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.